Event description:
During insertion of the hi-torque bmw guide wire into the guiding catheter, the shaft of the guide wire was broken at 40 mm of the distal tip. Reportedly, there was no patient involvement. No additional information was available.